Event description:
It was reported that the femoral trial head trl 12/14 tpr fem hd 28 + 16 was found to have cracked the white retaining rings, with retained debris. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. The associated complaint device was returned and evaluated. The visual inspection of the returned device confirms that the device has several scratches, gouges and burrs in it. The visual also confirms the ring is cracked and debris in the device. The device shows significant signs of use. For cleaning procedures please refer to smith and nephew¿s recommended cleaning methods given in our cleaning and sterilization brochure-¿instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedic devices¿. The document is available from customer service or via the smith and nephew website, which suggests using a surgical scrub brush to remove visible debris. Possible causes could include but not limited to reprocessing error during cleaning/sterilization. This device is a reusable instrument that can be exposed to numerous surgeries. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.